Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2531701 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the guidewire of a 5f mynxgrip vascular closure device (vcd) separated from the device during femoral artery closure, leaving part of the ruptured balloon and wire inside the patient. A standard sheath was used to release the wire, and manual pressure was applied to the access site. The device will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the guidewire of a 5f mynxgrip vascular closure device (vcd) separated from the device during femoral artery closure, leaving part of the ruptured balloon and wire inside the patient. A standard sheath was used to release the wire, and manual pressure was applied to the access site. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and advancer tube were not returned for this evaluation. The sealant sleeve was found partially retracted. Additionally, a detached core wire was observed during this visual analysis, with a ruptured balloon condition in which a portion of the balloon remained attached to the device, while the remaining portion was observed along the core wire. A high-magnification evaluation was performed to assess the balloon and the wire. During this analysis, a ruptured balloon was observed. The core wire was identified at the distal portion, where the polymeric cover was found detached. Additionally, the wire appeared elongated and exposed, as it was no longer covered by the black coating in this area. A product history record (phr) review of lot f2531701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon detachment-arterial¿ was observed through analysis of the returned device. Additionally, a condition of ¿catheter-catheter detachment¿ was observed through analysis of the returned device since there was a core wire detachment noted. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the balloon and catheter detachment. However, procedural/handling factors most likely contributed to the issue experienced as evidenced by the ruptured balloon, detached polymeric cover and elongations noted to the core wire at the separation interface. These findings are consistent with material failure associated with tensile overload, suggesting that the device was subjected to forces exceeding the material¿s yield strength prior to separation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the product analysis, phr review, nor the available information suggests that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.